Event description:
The account alleged that the nurse call alarm was not functioning. No patient impact.

Manufacturer narrative:
The technician found the nurse call was not activated. The technician reactivated the nurse call system to resolve the issue.